Event description:
Reportedly, the instrument stapled but did not cut. An enterotomy was performed to remove tissue and the anvil. They checked with a proctoscope and tissue was not completely cut and tissue was also removed from the rectum. Checked for leaks. Closed the enterotomy. Continued with the ileostomy. Procedure was complete. Procedure: lar with ileostomy.